Event description:
It was reported that the tip of the catheter seemed to be off center and a guide wire (brand unk) would not exit the distal tip of the recanalization catheter. There was no pt involvement.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number gfyi3071. The device was returned with product label. It was observed that the outer catheter had been pulled away from the distal metal tip. As a result, the distal tip was off center. No other anomalies were noted to the catheter. The investigation is confirmed for material separation, as the outer catheter was pulled away from the distal tip. The investigation is confirmed for device incompatibility as the catheter could not be loaded over the guidewire the definitive root cause could not be determined based upon the available info. It is unk if the procedural issues contributed to the reported event.